Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, (B)(6) 2005; 5076-45 lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed a systemic infection. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.